Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that at approximately 1745, the nurse was at bedside to change fluids. However, the nurse noticed that the bag of 3.4meq sodium acetate in 97.8ml sterile water and 50 units of heparin flush, intended to run at 0.5ml/hr., was found empty. The bag was originally hung on (B)(6) 2023 at 1749 and the total volume in the bag was 100ml, according to the medication label. After the discovery of the event, the infusion was immediately stopped, and the umbilical artery catheter (uac) line was clamped at infant. Fluid was still present in the tubing. The charge nurse and physician were immediately notified, and the device was sequestered. The fluids were switched to new pcu and channels. The event occurred at neonatal intensive care unit (nicu). There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that at approximately 1745, the nurse was at bedside to change fluids. However, the nurse noticed that the bag of 3.4meq sodium acetate in 97.8ml sterile water and 50 units of heparin flush, intended to run at 0.5ml/hr., was found empty. The bag was originally hung on (B)(6) 2023 at 1749 and the total volume in the bag was 100ml, according to the medication label. After the discovery of the event, the infusion was immediately stopped, and the umbilical artery catheter (uac) line was clamped at infant. Fluid was still present in the tubing. The charge nurse and physician were immediately notified, and the device was sequestered. The fluids were switched to new pcu and channels. The event occurred at neonatal intensive care unit (nicu). There was patient involvement, but no harm.